Manufacturer narrative:
72400024, 516248019, balloon fgs 61-70 cm. 72400098, 511671006, control pump fgs.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to increasing incontinence over past several months. Patient experienced atrophy of urethra. All components were explanted and replaced. No adverse patient effects.